Event description:
The patient reported experiencing unstable blood glucose levels (200-250 mg/dl) for the past few weeks and she does not believe the infusion device correctly delivers insulin. She stated that she disconnected from the infusion device and delivered 3 unit boluses and sometimes, no insulin dripped from the end of the infusion set. Her normal blood glucose level is 110-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.